Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: we discovered an issue with the arterial line came apart at the blood access port. It's the only one we have discovered. No patients have been harmed, we discovered the issue prior to setting up the dialysis machine. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Twelve (12) samples along with one (1) photograph were provided for evaluation. The photograph provided only depicts a spike and connector, with no discernible evidence of detachment. Upon visual examination of the physical samples, it was noted that only one out of the twelve samples were returned without packaging. This sample was found to be detached at the tubing's lock site closest to the proximal connector. Under magnification, it was noted that there were signs of solvent in both the tubing and lock site port of the sample. The remaining eleven samples were in their original packaging and were all functionally pull- tested at both arterial and venous lock sites with passing results. A visual examination of the photograph was performed. Unfortunately, the photo only shows a spike and connector, but no evidence of detachment.based on the investigation findings, the samples were within specification. Therefore, the reported defect of detachment could not be confirmed to be a manufacturing related issue. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.